Event description:
Upon preparing a ventilated infant for transfer to the operating room (for cardiothoracic surgery), the transport monitor would not show anything on the screen. The tram was removed and replaced. The green light was on, but nothing would show on the screen. After a few attempts, the monitor was removed and a new one obtained.